Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic display. The upper screen is not focusing. The failure happened while the device was not used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.